Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240/2367 that appeared while using the homechoice (hc) unit during dwell 4 of 4. The patient was connected while a supply bag fell and disconnected. Gts had the patient cycle power twice to clear the errors. The patient elected to discard the supplies and finish with manual supplies. The patient also elected to call their nurse regarding the error and being connected. According to the nurse the patient notified the clinic of this event. The patient came in the next day and was fine. There was no injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.